Event description:
Drive medical has received a pt complaint about an incident involving a knee walker allegedly imported and distributed by drive medical. The claimant stated that she was using the walker going across the college campus when the incident occurred. The claimant was walking on an uneven ground surfaced with cobblestone when she allegedly fell and refractured her foot. This MDR report is based on the info provided by the claimant and the medical supplier where the walker was purchased.